Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in situ measurements show some electrode channels with high impedance status. Audiometric testing indicated poor hearing performance with inconsistent responses. Imaging has been ordered and further options will be discussed.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation will not be pursued at this time.

Event description:
Latest in situ measurements show 5 channels with high impedance. No trauma has been reported.